Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has four leads from the same lot for off-label use. It was reported the patient has been receiving ineffective stimulation. Reprogramming was performed but did not provide resolution. As a result, the patient plans to undergo surgical intervention.